Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were non-sustained tachycardia episodes present, some with 150 msec intervals, and that there was increased current drain noted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were non-sustained tachycardia episodes present, some with 150 msec intervals, and that there was increased current drain noted. The lead remains in use. No patient complications have been reported as a result of this event. Further information reported that the lead integrity alert triggered. The patient performed a carelink transmission and it was noted that noise and oversensing appeared on the right ventricular pace sense portion of the lead.